Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedures observed opening assessed as fold flaw opening, wear abrasion, particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "due to increased risk of bia-alcl¿. Healthcare professional later reported capsular contracture baker grade unknown. This record is for the right side. The device was explanted and replaced. A capsulectomy was performed.

Event description:
Healthcare professional reported "due to increased risk of bia-alcl¿. Healthcare professional later reported capsular contracture baker grade unknown. This record is for the right side. The device was explanted and replaced. A capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown. Clarification to d4 and h4: currently, the manufacturing date and expiration date of the device is not known.